Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h4: the lot was manufactured between march 13, 2023 ¿ march 15, 2023. H10: the device was received for evaluation containing 239ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a slower than usual flow rate. This was observed before patient use. The device contained 9g cefoxitin in 240ml dextrose 5%. There was no patient involvement. No additional information is available.